Event description:
It was reported when using the bd vacutainer® k2e 3.6 mg plus blood collection tubes there was low sample volume collected in an unspecified number of devices. Additionally, prior to use, an unspecified number of devices were missing the tube label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. D4: medical device lot#: unknown. D4: medical device expiration date: unknown. H4: device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d4. Medical device lot #: 4253691 d.4. Medical device expiration date: 30-nov-2025 h.4. Device manufacture date: 09-sep-2024 investigation summary: bd received two photos for investigation. The evaluation of these photos shows a singular tube with a missing label and a shelf pack of unused tubes. Underfill could not be identified from the evidence provided. Furthermore, a total of 20 retained samples underwent functional tests, and it was determined that all 20 tubes were within specification. Additionally, the evaluation of 100 retained samples identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect/missing label information. This complaint has not been confirmed for the indicated failure mode: underfill. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k2e 3.6mg plus blood collection tubes there was low sample volume collected in an unspecified number of devices. Additionally, prior to use, an unspecified number of devices were missing the tube label. No adverse impact was reported regarding the patient or user.